Event description:
It was reported the patient experienced high and low impedance issue on both leads for an unknown reason. As a result, the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h - 2388 health impact code was inadvertently submitted twice in the initial report and should have been 4610 instead.

Event description:
Related manufacturer number: 1627487-2022-04283